Event description:
Resident was on the way to a home visit in facility van. She was accompanied by van driver and cna. Wheelchair was secured to van and resident was secured in wheelchair. Rear wheel bent causing resident to tip to side striking her head on the left side. She was taken to ER with 4cm laceration. Resident received sutures and pressure dressing. No x-rays or other tests ordered. Resident had a massive subdural hematoma with a shift to the left and expired the following day in the hosp.